Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the field service engineer (fse) that during preventive maintenance, cardiosave intra-aortic balloon pump (iabp) unit was failing pim leak test. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions). Corrected field: h6 (medical device ¿ problem code). The fse that encountered the issue replaced the pneumatic module assembly. The unit passed all functional and safety tests per factory specifications. The iabp was returned to the customer. The failure analysis and testing dept. Received patient interface module with a reported unit failure of unit is failing pim leak test. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed patient interface module into the cardiosave test fixture and tested the pim to factory specifications per procedure and the cardiosave service manual part number: 0070-00-0639 revision r. The pim failed the leak differential pressure test at -24mmhg. The factory specification is +- 10mmhg. The pim failed testing. The fat dept. Verified the complaint of the pim failing the pim leak test. Retaining the pim in the fat dept. Per procedure number: (B)(4). The most probable root cause is component reliability or fatigue.